Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 411 mg/dl. Customer's other blood glucose value was unknown. Customer stated that he insulin pump had an audio issue. The device was expected to be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.